Manufacturer narrative:
This is initial MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00100 and 3008264254-2017-00099. (B)(4). (B)(6). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
As reported by a healthcare professional, during the procedure resistance was experienced when using a trufill coil (633370x/17116021) and a prowler select plus catheter (606s255fx/17625506). The procedure was pre-endovascular aneurysm repair coil embolization of an aneurysm at the left internal iliac artery. The patient was (B)(6) male whose vessel was heavily torturous and heavily calcified. Reportedly at the beginning of the procedure, the trufill (complaint product1) was used but there was unusual resistance and it got stuck in the prowler select plus (complaint product2). Therefore, the micro catheter was replaced with another one. The remaining procedure was completed with trufill (unknown lot). The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. Only product (prowler select plus) will be returned for investigation. No further information is available. The trufill has already been disposed and not available for the investigation

Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 3008264254-2017-00100 and 3008264254-2017-00099. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.